Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 12 years 11 months post implant of composix kugel mesh, patient was diagnosed with hernia recurrence, adhesions and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. This supplemental emdr represents the mesh - composix kugel (device #1). An additional supplemental emdr was submitted to represent the ventralight st mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch on (B)(6) 2004 and ventralight st on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2004 - patient was diagnosed with recurrent umbilical hernia thereby underwent laparoscopic repair with the implant of composix kugel (device #1). Per operative notes, ¿showed the hernia defect to be just above the previous repair site. A composix kugel hernia patch (device #1) was placed into the intraperitoneal location.¿ (B)(6) 2017 - patient was diagnosed with recurrent umbilical hernia thereby underwent laparoscopic repair with removal of mesh (device #1) & implant of ventralight st mesh using echo ps (device #2). Per operative notes, ¿the patient had very extensive adhesions to the omentum and the previously placed mesh. The small bowel adhesions were taken down. At this point, the mesh (device #1) was then removed from the abdominal wall. Looking at the underlying hernia, the patient had an incarcerated umbilical hernia. A ventralight st mesh (device #2) using echo ps was placed into the intraperitoneal location. A synthetic mesh was placed against the abdominal wall.¿ (B)(6) 2017 - patient was diagnosed with massive colonic distension with perforated small bowel and contaminated intraperitoneal mesh thereby underwent removal of mesh (device #2) and resection of small bowel. Per operative notes, ¿patient had severe abdominal pain. Adhesions to the small bowel proximal to the ileocecal valve, which were densely adherent to the pelvic inlet. Appeared to be the perforation. Distal small bowel along with site of perforation were removed. The intraperitoneal mesh (device #2) as well as the previously placed synthetic mesh were removed.¿ attorney alleged that the patient had adhesions, bowel perforation, bowel removal, infection, pain, hernia recurrence and emotional injuries. Irrigation of non-healing abdominal wound, jackson-pratt drain was placed and sutured in place, severe abdominal pain.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol mesh - composix kugel. An additional emdr was submitted to represent the bard/davol ventralight st mesh. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch on (B)(6) 2004 and ventralight st on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.